Manufacturer narrative:
Complaint no: (B)(4). This is an ancillary service event.  The device was visually examined by a baxter technician.  The cause of the damaged door assembly is unknown.  The device will not be repaired as it will be sent for destruction.  If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have a damaged door assembly. This pump was returned by the customer as an end of service device with no alleged deficiencies.  No additional information is available.